Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving unknown baclofen of an unknown concentration and dose via an implantable infusion pump for an unknown indication for use. It was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The event log report showed that motor stall occurred. Multiple motor stalls and recoveries. Multiple motor stalls and recoveries had been seen but now the pump was recovered. No symptoms were reported. Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). The pump indication for use was intractable spasticity and cerebral palsy. The date of the event was (B)(6) 2017. It was reported there were nine stalls and recoveries in between the times of 2:51 on (B)(6) 2017 to 7:30 on (B)(6) 2017. The reporter did not believe the pump had any stalls since then. The patient was in the hospital for a respiratory infection during that time; was home for some of that time and traveling in the car for some of that time. The patient used a magnetic bracelet for their vagus nerve stimulation (vns) device and it was possible that could be the cause of the stalls. The hcp planned to test this out. No further complications were reported. Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the patient first started experiencing the motor stall event on (B)(6) 2017. It was unknown what actions/interventions were taken to resolved the motor stalls. It was determined that the magnet the patient wore on his right wrist for vns system was the cause of the motor stalls/restarts. The motor stall had been resolved, the device was functioning properly.